Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 426 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined. The customer was treated with bolus for high blood glucose. Customer stated that they just connected to a new sensor and trying to connect to insulin pump but it was saying it failed to connect. Customer reported that the loss of communication. The insulin pump will not be returned for analysis.